Event description:
A user facility reported to olympus that sporadically, there was no picture, red noise occurred and an error "b30" occurred. This report is submitted due to the report of a "b30" error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, d10 and h6.

Event description:
The problem, as reported to olympus, was identified during preparation for use. The intended procedure, a gastroscopy and colonoscopy, was completed. This is report #1 of 4 due to multiple events/devices reported. Reference report patient identifier (B)(6) for additional event. Reference report patient identifiers (B)(6) for an additional device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation. Updates to sections d9 and h6. The suspect device was returned to olympus and evaluated. The evaluation found discoloration of the tube and excessive stress to the output socket. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (sporadic b30 error) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A b30 error typically occurs when there is a communication failure with the scope due to foreign material or moisture adhered to the electrical contacts. Per the legal manufacturer, the other device defects included in the initial MDR (no picture with red noise and black/white noise in the picture) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.